Manufacturer narrative:
B.5. The device was replaced to complete the procedure. There was no adverse patient effect associated with this event. Medtronic received additional information that there was no damage to the packaging (outer box, inner packaging or sterile barrier). Other devices in the same box/shipping container were not damaged. Device evaluation: visual inspection shows the device tip is broken off. Reason for the return was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the suction tube from the custom tubing pack broke during a procedure. This was the second occurrence of this issue. The use of the device was unspecified. It was unknown if there was any complications as a result of the event.

Manufacturer narrative:
Additional information was received in pe (B)(4) indicating that pe (B)(4) and pe (B)(4) are the same events. This product: bb12m08r6, item:10, lotno: 231614350 will be managed via pe (B)(4) and regulatory report number 9612164-2025-05323. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.